Manufacturer narrative:
The pump was received with a insulin pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked on the battery compartment and just under the retainer ring there was a piece of the insulin pump cracked off. Customer reported cosmetic damaged to the insulin pump. The retainer ring had physical damaged. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.